Event description:
Device 2 of 2: reference MFR report: 1627487-2012-08557. It was reported that the patient experienced rib stimulation and had inadequate pain coverage. Lead diagnostics displayed low impedances. The next course of action is under discussion. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.